Event description:
Customer's wife reports back to back testing to a professional meter while using the aviva system with results of 62mg/dl on customer's meter and 17mg/dl on professional meter. Wife reports she called 911 and emts came and tested customer. No quality controls were run. No treatment info was provided. A request was made for return of the suspect product and a replacement was sent.